Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer had reported that during a bowel resection procedure, on the third sealing, the device could not be reopened while it was applied to tissue. The surgeon was able to slide the device off the tissue with no tissue damage or blood loss. There was no injury to the patient. Upon receipt of the device for evaluation at covidien, an initial investigation found that the spindle cap tab was broken off. The broken piece was returned in the package with the device.